Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the malfunction is likely due to the following- burnt distal end plastic cover, with the most probable cause traced to a component failure and white foreign material in auxiliary water flow and air water supply, for which the most probable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had burnt distal end plastic cover and white foreign material in auxiliary water flow and air water supply. There was no patient involvement.